Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred during the load process. Reportedly, the cartridge had been filled with 400 units of insulin. The customer's blood glucose level was 175 mg/dl. Reportedly, the customer loaded a new cartridge successfully.